Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer on 06-jun-2016 reported stimulation had stopped working on the right side and for the past two weeks her therapy was not working on the right side of her face. She was directed to follow-up with her health care professional (hcp). Information received from a hcp on 06-jun-2016 reported a manufacturer representative was needed to meet with the consumer for reprogramming. Information received from the consumer on 23-jun-2016 reported she was unsure what the circumstances were that led to the loss of therapy; however, she felt a wire roll in her forehead, then approximately one month later programming was lost. She was unsure of any steps taken, but was told x-ray and potential surgery were likely. The consumer had notified her physician about the loss of therapy on the right side, and they said to only call back if the device stopped working completely. Symptoms were noted as a loss of therapy and device not helping with majority of pain. The issue regarding the electrodes not working was not resolved; an adjustment was made to compensate, but it did not resolve the issue of lack of therapy on the right side.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
A consumer reported that in january 2016 four (4) out of the eight (8) electrodes stopped working and a manufacturer representative was able to meet her and reset it "in the lobby of a medical facility." Additional information received from a manufacturer representative reported she met with the consumer and determined that "leads" [electrodes] 8-15 were all out of range (oor). The consumer indicated she knew something was wrong because she was not feeling the same stimulation. The representative was able to reprogram around the oor electrodes using the consumer's other lead. The representative planned to follow-up with the consumer in a few weeks, and at this time there were no plans to revise or replace the lead. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.